Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the client felt a pop sensation when the catheter was inserted. There was no resistance to the catheter when it was pulled on gently. No water was returned when the client attempted to remove the sterile water from the balloon. The catheter was removed and there was damage to the balloon. There were no pieces reported missing from the balloon and everything remained attached to catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed form the patient."

Event description:
It was reported that the client felt a pop sensation when the catheter was inserted. There was no resistance to the catheter when it was pulled on gently. No water was returned when the client attempted to remove the sterile water from the balloon. The catheter was removed and there was damage to the balloon. There were no pieces reported missing from the balloon and everything remained attached to catheter.